Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 28th march 2024. Section h3 - device evaluated by manufacturer? Yes . Device evaluation: visual inspection revealed that the cartridge had a stress mark, and the cartridge tip was observed to be damaged/deformed. No further issues with the cartridge were observed. The lens module was opened and ophthalmic viscosurgical device (ovd) was observed inside which may contribute to the complaint issues reported. No further issues were observed. No lens was returned for evaluation. The customer provided photos were evaluated. The photos showed the suspect cartridge, and the cartridge tip can be observed to be damaged. Due to the quality of the photos no further evaluation could be performed, and no further issues identified. The complaint issue of cartridge tip cracked/damaged was identified during photo and product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue of lead haptic not folded and use error were not identified during product and photo evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when injecting the intraocular lens (iol) the tip of the cartridge had split and that the iol did not come out folded. The iol was implanted. Through follow-up, we learned that the patient is perfectly fine. The incident was identified when the lens was being implanted, but the implantation was not completed with the units cartridge. The iol was introduced with another injector. No further details provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) and cartridge were not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.